Event description:
It was reported that one day post implant, the patient complained of extreme chest pain. Diaphragmatic stimulation was observed. An echo confirmed the lead migrated forward, but the tip was still within the heart muscle. A perforation was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.